Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2015, (duration not reported) and was treated with antibiotics due to pain. It was also reported that the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved.